Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding / heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pelvic discomfort, pelvic pain, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporters information were added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on 02-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced heavy menstrual bleeding / heavy bleeding. Plaintiff underwent an ablation in an effort to treat her heavy bleeding. The event is anticipated in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2009. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve them. In or around (B)(6) 2014, plaintiff underwent an ablation in an effort to treat her heavy bleeding. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced heavy menstrual bleeding / heavy bleeding. Plaintiff underwent an ablation in an effort to treat her heavy bleeding. The event is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.